Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer had entered the transmitter ID into two pumps. The customer disconnected the transmitter from the previous pump, and the replacement pump and transmitter regained connection. No additional patient information was available.